Event description:
I had essure placed in fallopian tubes in 2007. I had the three month hsg test done, which confirmed both tubes where blocked. Within a few months of placement, I began having pain in abdominal and pelvic area.